Event description:
Left knee swelled (joint swelling). Burning at the injection site during the injection (injection site irritation). Pain (pain). Pain at the injection site during the injection (injection site pain). Spontaneous report received on (B)(6) 2009 from a (B)(6) male patient, initials (B)(6). The patient had a history of osteoarthritis and previous synvisc treatment in (B)(6) 2006 with great results. The patient received injections of synvisc in the left knee on (B)(6) 2009. The patient reported that with the first synvisc injection of the series, he felt extreme pain and burning at the injection site during the injection. The patient had no pain with the subsequent synvisc injections. With the second synvisc injection on (B)(6) 2009, the patient reported that his left knee swelled to the size of a cantaloupe after three days. The physician gave the patient a 6 day treatment regimen of prednisone oral tablets for the left knee swelling. The patient reported the swelling of his left knee began to subside the night he started the steroids. Following the third synvisc injection on (B)(6) 2009, his left knee was the size of a cantaloupe for 8 hours following the injection. The patient stated that his physician was not sure if the synvisc needle was in the knee joint correctly because he did not feel resistance. The patient also reported that he completed his prednisone treatment on (B)(6) 2009. The patient had pain on (B)(6) 2009 and took a pain pill because the pain was so bad. The patient had no pain or swelling on (B)(6) 2009. As of the date of receipt of this report, the patient had recovered. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
The product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.